Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. The information provided does not indicate an allegation toward the patient's right sided repair. Based on the limited information provided at this time, no conclusions can be made. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2008. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 7 months post implant of perfix plug, patient was diagnosed with left groin pain, wound neuroma thereby underwent additional surgery and reinforcement of previous mesh repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported by the patient's attorney: (B)(6) 2009 - the patient underwent surgery to repair a right and left inguinal hernia. As reported, a bard/davol perfix plug, was implanted to repair both hernia defects. (B)(6) 2010 - the patient underwent an additional surgery for left groin exploration with transection of left ilioinguinal nerve and reinforcement of previous mesh. The patient's attorney alleges, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of two perfix plugs. Per operative notes, ¿on the left side, small indirect hernia was reduced and large perfix plug (device #1) was placed into the internal ring. The overlay mesh was then laid on the floor of the canal with the keyhole wrapped around the spermatic cord and tacked into position with sutures. On the right side, indirect hernia was reduced and large perfix plug (device #2) was placed into the defect. The overlay mesh was placed on the floor of the inguinal canal and tacked in position with suture.¿ (B)(6) 2010 - patient was diagnosed with left groin pain, wound neuroma thereby underwent open repair for left groin exploration with transection of the left ilioinguinal nerve and reinforcement of previous mesh repair. Per operative notes, ¿dissected the adhesions on the posterior aspect of the aponeurosis and cord from surrounding tissues. The repair itself appeared to be adequate and a piece of polypropylene mesh was placed after dissecting plane medially across the midline. This was then laid into the position and overlaid the previous patch (perfix plug - device #1). This was then tacked. A small nerve was transected.¿ attorney alleges that the patient had pain, nerve damage and emotional injuries. It was also alleged that the patient underwent left groin exploration with transection of left ilioinguinal nerve and reinforcement of previous mesh repair.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. The information provided does not indicate an allegation toward the patient's right sided repair. Based on the limited information provided at this time, no conclusions can be made. (B)(4). Should additional information is provided, a supplemental emdr will be submitted not returned.

Event description:
The following was reported by the patient's attorney: (B)(6) 2009 - the patient underwent surgery to repair a right and left inguinal hernia. As reported, a bard/davol perfix plug, was implanted to repair both hernia defects. (B)(6) 2010 - the patient underwent an additional surgery for left groin exploration with transection of left ilioinguinal nerve and reinforcement of previous mesh. The patient's attorney alleges, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.